Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarmed during the basic occlusion test due to loose and or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was 343mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.